Event description:
An attempt was made to use one nc euphora coronary balloon to treat a mildly tortuous, severely calcified lesion with 90% stenosis in the left anterior descending (lad) artery. The device was inspected with no issues. Negative prep was performed with no issues. The lesion was pre-dilated. Resistance was not noted while advancing the device to the lesion. Excessive force was not used during delivery. It was reported that a balloon burst occurred during balloon inflation at 14 atm. The balloon rupture occurred during pre-dilation. The patient is alive with no injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: it was later clarified that the rupture occurred at 14 atm. Image analysis: nine still procedural images were received for analysis. Images confirm the reported stenosis in the lad, however the reported balloon burst during pre-dilation is not captured on the images provided. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: the device did pass through a previously deployed stent. Excessive force was not used during delivery and the device presented good navigability. The burst occurred on the first inflation with a low pressure of 12 atm. The device was not moved or repositioned while inflated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis summary: the device returned with balloon folds partially expanded. Blood was visible in the balloon. The balloon failed negative prep. On pressurisation of the device, liquid was observed exiting the balloon proximal working length. The balloon failed to maintain pressure. Upon visual inspection of the device, a short longitudinal tear was observed on the balloon material, on the balloon working length. The balloon material was jagged and uneven at the tear site. No other damage evident to the remainder of the device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.